Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition but it did have a scratched screen. The pump was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The back-up capacitor was found to be the cause of the complaint.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error code 1720. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.